Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the manufacturer instructions did not address the need to disconnect the purewick male external catheter from suction. Stated that there were instances where this device would need to be disconnected from suction in a real-life situation such as therapy, ambulation, transporting to and from imaging. In these cases, they could not look at the manufacturer instructions for any guidance for what to do. If they just disconnect the tubing, it could lead to the urine coming out of the device if the patient voids which was a possibility since these could be used for incontinence management. This leads to their nurses trying to get creative to solve the problem of dribbling or flow of urine. The most logical idea being, plug the port so the urine do not come out and hook back up to suction upon return. Stated that they would like to be able to unhook purewick from suction to move patient with therapy. Currently there were no guidelines in the manufacturer instructions on how to do that. No way to cap or plug the purewick ,so either the urine leaks out the bottom of the purewick while the patient was up, or they need to take off and put a new purewick on after which could cause skin issues and excessive use of supplies leading to increased cost and waste.

Event description:
It was reported that the manufacturer instructions did not address the need to disconnect the purewick male external catheter from suction. Stated that there were instances where this device would need to be disconnected from suction in a real-life situation such as therapy, ambulation, transporting to and from imaging. In these cases, they could not look at the manufacturer instructions for any guidance for what to do. If they just disconnect the tubing, it could lead to the urine coming out of the device if the patient voids which was a possibility since these could be used for incontinence management. This leads to their nurses trying to get creative to solve the problem of dribbling or flow of urine. The most logical idea being, plug the port so urine did not come out and hook back up to suction upon return. Stated that they would like to be able to unhook purewick from suction to move patient with therapy. Currently there were no guidelines in the manufacturer instructions on how to do that, no way to cap or plug the purewick so either the urine leaks out the bottom of the purewick while the patient was up, or they need to take off and put a new purewick on after which could cause skin issues and excessive use of supplies leading to increased cost and waste.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " contraindications: patients with urinary retention. Warnings: do not use on irritated or compromised skin. Do not cover fresh surgical wounds with the device. Do not use the device with any material or in any position that does not allow for sufficient airflow. To avoid potential skin injury, never pull the device directly away from the patient. Always peel in the direction from head to foot. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the device. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Do not use barrier cream on the penis or pubic skin around the base of the penis when using the device. Creams may impede suction or weaken adhesive. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract, penis, or pubic area. Always assess skin for compromise and perform perineal care prior to placement of a new device. Recommendations: perform each step with clean technique. Prior to connecting the device to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the device remains connected after turning the patient, monitoring for pulling and tension on the device. Remove the device prior to ambulation. Assess device placement and patient¿s skin at least every 2 hours. Change suction tubing per hospital protocol or at least every thirty (30) days. Setup: connect a canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. Using standard suction tubing, connect the device to a collection canister. Note: collection canister and suction tubing are not included. If hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. Peri-care and placement: if there is significant pubic hair, trim or clip the pubic hair. Perform perineal care using the included wipes and assess skin integrity. Follow and document per hospital protocol. Note: use the included drying wipe to ensure skin is dry prior to placement of the device. Moisture on skin will weaken the adhesive. Orient the device, aligning drainage fitting towards the feet of the patient. Slide the opening of the device over the penis until close to the pelvic skin. Center penis within the opening. Remove adhesive liner and press the device against the pelvic skin to adhere. Ensure base has fully adhered around the base of the penis. Note: the scrotum should not be placed inside the device. Removal: to remove the device, gently lift the top edge of the device off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm wet compress (such as a wet washcloth) to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the patient. Always peel in the direction from head to foot. Maintenance: replace the device at least every 24 hours or if soiled with feces, blood, or semen." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.